Manufacturer narrative:
The customer¿s report of a medication error in which a ns bolus was ordered, but a norepinephrine bolus infused instead was not confirmed. Review of the pcu event log shows that at 8:04 pm on (B)(6) 2016 channel a pump module was idle, channel b pump module was infusing a basic infusion at 10ml/hr, channel c pump module was infusing propofol 1000mg in 100ml at 27.912ml/hr, and channel d pump module was infusing a basic infusion at 100ml/hr. At 09:18pm channel a was programed to infuse maintenance ivf at 10ml/hr with a vtbi of 200ml. A few seconds later the channel was programmed for a basic secondary infusion to run at 500ml/hr with a vtbi of 500ml. The device alarmed for patient side occlusion and the infusion was restarted. At 9:37 pm channel d was programmed for a secondary infusion of amiodarone bolus 150mg in 100ml to infuse at 600ml/hr over 10 minutes with a vtbi of 100ml. The infusion completed at 9:48 pm. At 9:45 pm channel a was channeled off. At 9:52 pm channel d was programmed for a basic secondary infusion to run at 500ml/hr with a vtbi of 500ml. At 9:58 pm the rate was changed to 999ml/hr followed by several air in line alarms. At 10:10 pm channel a was programmed for norepinephrine 8mg/250ml, with a vtbi of 200 ml, for a dose of 2mcg/min which made the rate 3.75ml/hr. At 10:16 the dose was changed to 8mcg/min. At 10:25 pm the device was channeled off. At 10:25 the infusion on channel d completed and 5 minutes later a basic secondary infusion was programmed to run at 500ml/hr with a vtbi of 500ml. At 10:39 the rate was increased to 999ml/hr and at 11:33 pm the infusion completed. The root cause of the reported event could not be identified. The customer did not provide details of which channel was intended to infuse which medication or fluid. No devices were returned for investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that the patient had been receiving propofol, normal saline, and norepinephrine infusions. Prior to the event the norepinephrine tubing was still engaged in the pump, but was not infusing. A ns fluid bolus at 500 ml/hr was ordered and started; approximately 25 minutes later, EKG changes were noted (svt) and the patient was markedly hypertensive. An amiodarone 150mg bolus, lopressor 5mg slow ivp, and magnesium sulfate 2gms were given with minimal initial improvement in the heart rate and blood pressure. The charge nurse checked to see if the amiodarone bolus had completed and noticed the norepinephrine was infusing at 500 ml/hr instead of the ns. The norepinephrine was immediately discontinued; the patient's heart rate eventually slowed to 100 and the rest of the patient's vital signs stabilized with the continuation of the amiodarone bolus. Repeat ekgs showed st elevation indicating the patient had experienced an mi. At the time the event was reported the patient remained in the ICU.